Event description:
It was reported that the label information was illegible on an unspecified bd posiflush¿ syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: during the production run, they detected badly cut notices.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the label information was illegible on an unspecified bd posiflush¿ syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: during the production run, they detected badly cut notices.

Manufacturer narrative:
H6: investigation summary as neither a material number nor a lot number are known for this incident, a DHR review could not be completed. The sample photograph confirms incorrect cutting of the IFU. A scar (22-002) has been raised with the supplier. There has been no other complaints for this defect. Bd will continue to monitor adverse trends for this type of defect. H3 other text : see h10.